Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert was received showing non-sustained rv oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were recommended. No further information.